Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8.5f agilis steerable introducer sheath was received for evaluation. The sheath had been folded and bent; the sheath tubing had shifted proximally due to the sheath damage. There was no evidence of torn or fractured sheath material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the folded and bent sheath tip is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the procedure, the tip of the sheath was noted to be partially dislocated. There were no adverse consequences to the patient.